Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 8/10/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile saline prosthesis, catalog: 3501635, serial number: (B)(4), lot: 5864395. (B)(4)

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with mentor smooth round moderate profile saline prostheses; 275cc on the left and 250cc on the right, experienced bilateral deflation of the breast prostheses post procedure. However; deflation has not been confirmed yet by a physical examination. At the time of this report, mentor has received no information regarding explant date. This report is for the left breast prosthesis.

Manufacturer narrative:
On 06/05/2019, mentor became aware that the patient had undergone implant explantation on (B)(6) 2018. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/22/2019, mentor received additional information indicating the patient had experienced bilateral ptosis and that the patient's deflation was limited to the right side. Manufacturer¿s reference number: (B)(4).